Event description:
It was reported that the lateral lock on the 9800 system was not working. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The orbital lock was tightened during the service call. The system was found to be working as intended, and put back into service.